Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing fell apart at the hub and leaked blood. There was no report of injury or medical intervention.

Manufacturer narrative:
Customer did not confirm actual lot number from incident therefore it was removed from the product grid. Received 10 unused representative nexiva 20ga units in sealed packages. Representative samples sent in from lot #8177954. DHR review was performed on lot number 81778954. The lot number was built/packaged on nfa line #1 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed three non-related qn¿s were initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Visual/microscopic evaluation: no signs of bends, cuts, holes, kinks, splits, and wrinkles in the extension tubing/catheter tubing. The extension tubing was adhering to the inside clear port walls of the catheter adapter. Water/air leak test: no leakage was observed on any of the areas of the units received for evaluation. Extension tubing pull strength: pull test was performed on the 10. Specification for high flow is lsl: 4.25 and lal: 9.0. The unit were acceptable per specification. Root cause for the incident is indeterminate. A definite root cause could not be established. The defects described in the incident report could not be confirmed or replicated with the returned units. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the bd nexiva closed IV catheter system tubing fell apart at the hub and leaked blood. There was no report of injury or medical intervention.